Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that a licox probe was used on unspecified date and procedure. It was reported that the licox catheter was opened from the outer non-sterile package and was placed in the sterile field. The customer said that the packaging was misleading and can cause major issues. The device was in contact with patient with no alleged injury. However, no medical revision and delay in the surgery was noted due to product problem or late of receipt of product. Additional information has been requested.

Manufacturer narrative:
No product was returned for investigation. No traceability was available, no DHR could be performed. The complaint is unverifiable. The root cause is undetermined.